Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with blank display. The customer states they put batteries in the pump and set the time and date and then put the pump back in the box and did not open it back up until now. The customer states they have tried replacing batteries and battery cap, but the display remains blank. The customer's blood glucose level was reported to be unknown. Troubleshoot was conducted, and the display did not return. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with high idle current due to faulty connector on mother board. No blank display noted. No cosmetic damage noted.